Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffertest dop114-830. Sensor passed with accurate readings. Also found canula bent unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
It was reported that the customer did not see the green light flash indicator after placing the sensor in her body. Customer also stated that after 10 minutes the insulin pump signaled lost sensor. Troubleshooting was done. Advised customer to remove sensor and found that sensor cannula was bent. The customer's blood glucose was 32 mg/dl. Nothing further reported.